Manufacturer narrative:
Eval summary: the returned intraocular lens was examined and verified to have signs of hanlding. One haptic was broken in the gusset area (returned) and the lens optic was split/cracked. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reports that a broken haptic was noted after implantation of the intraocular lens. The lens was removed and replaced in a subsequent procedure. The replacement lens was a different lens model.